Manufacturer narrative:
(B)(4). The root cause investigation is in progress through mdq-CAPA-(B)(4). Corrected information: upon further review of the event history, this event occurred two times during infusing on (B)(4) 2010 and did not occur on the customer reported occurrence date. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code "550:320:654." This problem was identified during bio-medical testing. However, this failure code could not be found in the pump's event history. Instead, failure code 500:320:654:0000 was found in the pump's event history and this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code "550:320:654" could not be found in the pump's event history. Instead, failure code 500:320:654:0000 was discovered and confirmed in the pump's event history. This condition was caused by a defective front bezel keypad. The front bezel keypad was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.